Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not alarm for cardiac arrhythmia between 17:35 on (B)(6) 2018 to 06:06 on (B)(6) 2018. There was no patient allegation.